Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h6 (annex g) summary of event: it was reported, the user attempted to actuate the basket handle of a ngage nitinol stone extractor but the basket did not respond. The issue was discovered while testing the product prior to a soft ureteral lithotripsy procedure. The device was replaced with a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as, a visual inspection and functional test of the device were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14934065. A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ngage nitinol stone extractor' was returned for investigation. The handle was returned in open position and could not actuate basket formation; the handle was dissembled and the basket could be opened manually but could not fully close; the basket sheath buckled at the orange support sheath when attempting to close basket formation. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation: unknown. G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803. And is based on unconfirmed information submitted by others. Neither the submission of this report, nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned. That a death or serious injury occurred. Nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the user attempted to actuate the basket handle of a ngage nitinol stone extractor, but the basket did not respond. The issue was discovered, while testing the product prior to a soft ureteral lithotripsy procedure. The device was replaced with a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. Adverse effects to the patient have not been reported at this time. Additional information has been requested. But the information is not available at this time.